Event description:
A nurse at the user facility called the olympus technical assistance center (tac) and reported that the cycle times on the subject device are close to forty minutes. The issue occurs during reprocessing. There was no patient or user injury reported. The nurse was advised by tac to order and replace the 0.2 micron water filter.

Manufacturer narrative:
Follow up with the customer confirmed the issue has been resolved, no further information was available. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the weak flow of the water supply in the reprocessing bin could not be determined. It is possible that the event may have occurred due to a clogged water filter as a result of the user not reading the instructions for use carefully and lack of knowledge of the replacement time of the water filter. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 8 replacement of consumable items 8.4 replacing the water filter (maj-824 or maj-2318) to prevent contamination of the rinse water, the water filter should be replaced every month when the prefilter is not used or every six months when the prefilter is used.¿ olympus will continue to monitor field performance for this device.